Event description:
The customer reported that it was difficult to achieve good registration with surface tracing. After several attempts, point to point registration with no tracing was used. When the surgeon got into anatomy, they indicated that the navigation was off by 7-8 mm. The surgeon reported she had to take a blood vessel due to navigation. Additional information has been requested from the user facility.

Event description:
The customer reported that it was difficult to achieve good registration with surface tracing. After several attempts, point to point registration with no tracing was used. When the surgeon got into anatomy, they indicated that the navigation was off by 7-8 mm. The surgeon reported she had to take a blood vessel due to navigation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.